Event description:
It was reported that during a device data review, an atrial tachycardia response (atr) mode switch episode was observed. The physician suspected that the atr episode had been declared due to far-field over-sensing. Technical services was contacted and provided reprogramming options to mitigate potential future over-sensing. At this time, the device remains implanted and no adverse patient effects were reported.